Event description:
Occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 6mm to occlude the vessel. The physician inserted a dilitation balloon and inflated the dilitation balloon to dilate the vessel. The physician deflated the dilitation balloon and removed it from the patient. The physician inserted the stent delivery catheter and noticed that the occlusion balloon had deflated. The physician decided to continue the case without protection. The case was successful and the patient is reported to be fine.